Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, repeated recoverable 48100 faults occurred and the surgeon elected to convert the procedure to traditional laparoscopic techniques. The procedure was converted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer (fse) and obtained the following additional information: the system initially powered on without errors. Service support was not contacted prior to converting the procedure as there was not enough time. Reportedly, the patient was identified as not in a safe state. The customer rebooted (not hard power cycle) before contacting the local isi clinical sales representative (csr). However, removing the dvi cable and rebooting the system did not resolve the repeated recoverable faults. The csr provided instructions to use the irk to remove an instrument that was gripping tissue. The issue occurred at the end of the procedure, so they had to do only a small portion lap to finish the case. A hard power cycle was performed by the csr after the procedure (with the dvi cable still removed from the pmav) but the repeated recoverable fault still persisted which hinted at a faulty personality module audio video (pmav) board. The pmav was later replaced which resolved the issue. No patient injury was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The personality module audio video (pmav) board was disabled for troubleshooting and powered the system on, and the error was no longer present indicating a problem with the board. The reported complaint was confirmed based on the field evaluation. A pmav board was replaced to repair the system. Following this, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) also received the personality module audio video (pmav) board involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint of getting error 48100. The pmav board was installed onto a test system, where error 48100 appeared on every startup. The complaint of customer encountered repeated errors 48100 was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.